Event description:
Due to recurrent pain, pt underwent cardiac catheterization. There was recurrent stnosis of the stent site within the right coronary artery. During angioplasty of the stented site, the balloon broke at 15 atm (1 atm below rated burst). The broken balloon was caught on the stent and was unable to be removed. Pt was taken to surgery in stable condition. Emergent myocardial revascularization was performed.